Manufacturer narrative:
Product complaint # ==> (B)(6) updated sections on this medwatch: b4, , g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 7187284) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30894118) and could not advance or withdraw. The physician retracted the stent and microcatheter from patient¿s body and switched to new devices to complete the surgery. The patient was stable currently. Additional information received indicted that they were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body of the device. There was no damage to the microcatheter. A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent component was already detached from the unit. The delivery wire was found inside the introducer. The stent was inspected under a microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. The delivery wire component was inspected under microscope, and it was found severely stretched next to the retraction bump portion. Residues were observed along the length of the delivery wire. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding a stent being impeded could not be evaluated through functional test; the stent must be still attached to the delivery wire and inside the introducer tube. The returned condition of the delivery wire suggests that it may have been subjected to certain manipulation during the attempts to withdraw the enterprise system, resulting from the strong resistance felt, causing the delivery wire damage as observed. The stent detachment was not originally documented in the complaint, but the condition observed in the delivery wire suggests that the stent was also subjected to manipulation, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device; the root cause of the resistance remains unknown. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicted that they were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the body of the device. There was no damage to the microcatheter. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 7187284) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30894118) and could not advance or withdraw. The physician retracted the stent and microcatheter from patient¿s body and switched to new devices to complete the surgery. The patient was stable currently.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00451 and 3008114965-2023-00452.